Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error over one year ago last may. The device was being checked at the clinic when the alert was discovered. Today, the device battery status is at end-of-life. The pulse generator has been implanted greater than six years but was programmed off years ago after a left ventricular assist device was implanted. The doctor will schedule a pulse generator revision. There were no additional adverse patient effects. The device remains implanted.

Event description:
It was reported that this device had a battery depletion error over one year ago last may. The device was being checked at the clinic when the alert was discovered. Today, the device battery status is at end-of-life. The pulse generator has been implanted greater than six years but was programmed off years ago after a left ventricular assist device was implanted. The doctor will schedule a pulse generator revision. There were no additional adverse patient effects. The device remains implanted.